Manufacturer narrative:
The report of ¿lead migration¿ was not able to be confirmed. The lead was visually inspected, and its ¿as received¿ condition was documented. The only notable issues (outer tubing damage) with the returned lead were related to the explant procedure. Based on the information received the root cause of the reported incident was lead migration, which is not product related. Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity and can include trauma, such as falls and accidents.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6), 2021. The patient has effective therapy post operatively.

Event description:
Related manufacturer reference number: 3006705815-2021-05836. It was reported that during an ipg replacement procedure on (B)(6) 2021 the physician noted that the leads were migrated and twisted around the ipg. The leads were not replaced because the physician did not have consent to replace them. As a result, surgical intervention may occur at a later date to address the issue.